Event description:
It was reported that the ilet issued an occlusion alarm while delivering insulin via a teflon inset with 23-inch tubing placed on the stomach, after which the caregiver discontinued pump use and administered subcutaneous insulin by pen due to persistent hyperglycemia with a reported blood glucose value of 378 mg/dl for several hours. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included an unexpected medical intervention in the form of medication administration by injection without hospitalization. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an obstruction of insulin flow associated with the infusion set and related connector/coupler, with evidence consistent with a deformation problem contributing to the occlusion. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.